Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the distal right coronary artery, a 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion, but had difficulty crossing. A non-abbott buddy wire was used for support and the balloon managed to cross the lesion. On the second inflation of 14 atmospheres for 20 seconds, the balloon ruptured. The balloon was completely removed from the anatomy. A non-abbott bdc was used to complete pre-dilatation and a 2.5x18mm xience v stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.